Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off and was not found. At this time, the location of the missing instrument fragment is unknown. It is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient.

Event description:
It was initially reported that during a da vinci-assisted nissen fundoplication procedure, an unspecified piece from the fenestrated bipolar forceps instrument fell inside the patient. The initial reporter indicated that the surgical procedure was still in progress and the site was going to try and retrieve the piece prior to completion of the case. On 11/29/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument piece/fragment was not retrieved from the patient. However, the surgeon was not even sure if the instrument fragment actually fell inside the patient during the surgical procedure. The surgeon felt as though there was a possibility that the instrument fragment fell off upon removal of the instrument. The surgeon explained that the missing fragment was identified during the process of removing the fenestrated bipolar forceps instrument since one of the cables on the pulley appeared to be loose. The surgical staff replaced the instrument with a new fenestrated bipolar forceps instrument and the surgical procedure was completed with no further issues.